Event description:
It was reported that customer was not able to remove battery cap. Customer's blood glucose was 355 mg/dl. Customer was unsuccessful in removing battery cap with coin and screw driver. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Cracked reservoir tube lip noted during visual inspection. No button response due to flattened dome switch on act button. Pump received without original battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.